Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Although the malfunction occurred multiple times, the pump was still under warranty, and technical support decided to replace it. They confirmed the customer's shipping address and advised on the steps to return the faulty pump. The customer was informed they would receive a pump with updated software and acknowledged the instructions provided. Customer will continue to use current pump for insulin delivery.